Manufacturer narrative:
A review of intuvie¿s service records was done, and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the same failure were identified. The probable cause of the failure was determined to be component failure. The power filter module was replaced to correct the issue, and the device met applicable performance specifications following corrective action. Refer to complaint record (B)(4) for additional details.

Event description:
Pump sn (B)(6) was returned to intuvie for routine preventive maintenance. During standard electrical safety testing, the device failed the ground resistance test, measuring 0.140 ohms, which exceeds the acceptance criterion of less than 0.1 ohms. The issue was identified during preventive maintenance only and was corrected by replacement of the power filter module. No patient involvement or adverse event was reported.